Event description:
It was reported that during follow-up, multiple capacitor charges and aborted therapy were noted. No externalized conductors or electrical anomalies were observed. Further review of the egms showed rv lead noise being detected as vf. The lead was explanted and replaced.

Manufacturer narrative:
External insulation abrasion was noted at 8.6-9.6cm and 11.0-12.0cm from the distal end. Externalized conductors due to external and internal insulation abrasion were noted at 7.5-12.0cm from the distal end. Internal insulation abrasion under the svc shock coil was noted at 23.-23.1cm from the distal end. Internal insulation abrasion under the rv shock coil was noted at 5.7-6.4cm from the distal end. The etfe coating was intact at these locations. Internal insulation abrasion under the rv shock coil was noted at 6.1-6.3cm from the distal end. The etfe coating was abraded, consistent with the reported field event of noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.